Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having difficulty breathing, shortness of breath, headaches, lightheaded, dizziness, nasal/throat irritation or soreness.   There was no report of patient harm or injury.    The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing, shortness of breath, headaches, lightheaded, dizziness, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed section(s) d4, h4 and h6 updated in this report.

Manufacturer narrative:
Additional information was received on sep 05, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing, shortness of breath, headaches, lightheaded, dizziness, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal and external investigation manufacturer observed an ui (users interface) knob missing. Sd card cover missing, air inlet filter missing. The air outlet port had dust-like contamination in it. Air inlet had white dust-like contamination in it. Thermal event on humidifier harness connector and pca at j9. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust-like contamination and was not able to confirm the complaint or address the symptoms specified. Section d1 was missed in the previous report. It has been updated or corrected in this report. Section d8, d9, h2, h3 and h6 has been updated in this report.